Manufacturer narrative:
The customer reported that the surgeon was in the middle of vitrectomy when a system message (sm) ¿ [red stop sign: fault 1006] displayed. The surgeon had to close the patient's eye and cancel the case. The patient was a female and had a second procedure on the left eye (os) on (B)(6) 2016. No further information was received. The company service representative examined the system and confirmed the system message reported. The system message indicates the host failed to connect to the supervisor process. The cpc connectors, us module and power control printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming u/s-diathermy module as well as a power controller the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that in the middle of a vitrectomy procedure a system message was displayed. The system message could not be cleared. The case could not be completed and the surgeon closed the eye. The patient returned the following week for completion of the case.